Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hepatitis c. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) and endometriosis ("endometriosis"). At the time of the report, the pelvic inflammatory disease and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic inflammatory disease to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media received: new event 'endometriosis' was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in a female patient who had essure inserted. The patient's concurrent conditions included hepatitis c. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in a female patient who had essure inserted. The patient's concurrent conditions included (B)(6). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social medical record: pelvic inflammatory disease". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.